Manufacturer narrative:
The insulin pump had a no button error alarm. The pump was received with an intermittent button response due to moisture damage no the keypad trace. There was no unexpected battery out of limit alarm and no moisture damage on the electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had fluid in the insulin pump. Customer's blood glucose was 107 mg/dl. Customer stated that she was pushed into a pool. Customer stated that the pump is vibrating without an alarm or an alert. Customer stated that when the pump went into the water, she took it out and received a button error alarm. Customer tried to change the battery but then she received a battery out limit alarm. Customer stated that she cannot clear it because the buttons are not responding. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.